Event description:
It was reported that during the procedure in an unspecified vessel, the xience v stent was implanted. Intravascular ultrasound (ivus) was performed and the results suggested that the total stent length had stretched 2-3 mm from the labeled size. The stent appeared to be longer than 30 mm; however, the stent remained within the target lesion. When the stent system balloon was inflated for post-dilatation, the stent edge was longer than the marker. Although there was no adverse pt effect, the physician stated that this type of device issue could impact the vessel wall. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Angiographic images of the procedure were received and reviewed by an abbott clinical specialist. The reviewer noted there is a discrete lesion in the proximal left anterior descending (lad) artery. A single marker pullback suggests that intravascular ultrasound (ivus) was performed. The lesion area is pre-dilated. A stent is then positioned across the lesion. Prior to deployment, it is noted that the stent is located in the center of the balloon markers. The balloon is inflated to deploy the stent. The cine run post-deployment shows the distal edge shadow of the stent approximately 2 cm in front of the balloon marker. From the landmarks, it appears that the stent balloon was pulled back slightly. The proximal stent edge shadow is difficult to view. The next cine run shows that the balloon has been advanced to align the distal marker with the distal edge of the stent. When this run is viewed with subtraction, the stent edges appear to line up with the inner edge of the markers. Several post-dilatations are performed along with two ivus pullbacks. Final results look good. In conclusion, the reported event could not be confirmed by the angiographic images. It may have been that a slight retraction of the balloon immediately post-deployment may have given the impression that the stent extended distally (stretched) from the distal balloon marker. However, the hangover shows the stent is opened and no coning is seen. Ivus images were not available for stent length measurement. The angiographic images were unable to confirm the reported stretched stent. It is likely that the stent delivery system was pulled back slightly after deployment resulting in the stent appearing to be stretched. To ensure this is not related to a manufacturing deficiency, all stent delivery systems are 100% visually inspected online for stent placement and stent damage. Additionally a sampling of units is destructively tested to verify uniformity of expansion and a sample of units are destructively tested to verify proper balloon working length for every sub-assembly catheter lot. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.